Manufacturer narrative:
Qn#: (B)(4). Per DHR the product visistat 35w 6/box lot # 73j2000822 was manufactured on 09/30/2020 a total of (B)(4) pieces. Lot was released on 10/14/2020. DHR investigation did not show issues related to complaint. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
The staple was jamming.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple was jamming.